Manufacturer narrative:
Concomitant products: 694758 lead; 419688 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged; exhibited high thresholds; had no capture at high output, and showed intermittent undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.